Manufacturer narrative:
The investigation into the limb ischemia ¿ reversible has been completed since the original report was submitted. The device was not returned by the user facility for investigation. As all the necessary information was not provided, the root cause of the limb ischemia was not determined. Potential adverse events (united states): "acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation."

Event description:
The user facility reported a 83-year-old female with a high risk of percutaneous coronary intervention was implanted with an impella cp device for mechanical circulatory support. While on support, the doctor was unable to obtain pedal pulses. The impella cp was replaced with an intra-aortic balloon pump.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿